Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to replicate the reported issue of ¿intermittent fuzzy display¿. However, the fse detected evidence of previous internal saline contamination. To address the issue, the fse replaced the video receiver board as this is the most likely suspect for the intermittent issue. Full preventative maintenance, safety, calibration, and functionality checks were performed as the system was out of calibration and autofill error codes indicated transducers were out of specifications. All checks passed to factory specifications. The iabp was returned for clinical service upon completion.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced intermittent display issues. The display had wrong colors and there was a fuzzy display. It was suspected that the issue was related to the color video receiver. It is unknown under which circumstance this event occurred; however, there was no patient involvement and no adverse event was reported.